Event description:
Philips received a complaint by the customer on the v60 indicating that the device has no power going into it. Requesting onsite for repair. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the device has no power going into it. Requesting onsite for repair. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. Service no longer required. Case will be completed or cancelled as applicable. The customer didn¿t accept the quote, and no work order was generated. It is unknown what the outcome of the service event was, and no further information will be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.